Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was the procedure laparoscopic? If so, was it completed laparoscopically? Yes, it was laparoscopic and it was completed. What is the surgeon¿s experience using this device? The surgeon has at least 10 years¿ experience, he works at multiple hospitals and 2 surgeons were in the room at the time of the event. Approximately how far did device staple or cut? It would not release. Was the power knife reverse attempted? Yes. Can additional details be provided on troubleshooting steps taken to open? Multiple attempts to release the staple, also the manual override would not come all the way up. How was the device eventually able to be opened? Multiple attempts but tissue damage caused along with shearing. Was there an injury to vessel attributed to the difficulties with device? Yes, the stapler did not perform correctly and caused bleeding. How was the bleeding stopped? Laparoscopic clips. Was the renal artery skeletonized or taken as part of hilum? Yes.

Event description:
It was reported that the stapler was place on the artery and fired. The device locked out and the jaws would not open. The manual override was tried multiple times and it did not work. After about ten minutes the surgeon was able to get the device to open. The patient had to have a transfusion of one unit of red blood cells. There is no additional information.